Event description:
Information received from the intreped clinical database. Treatment of a left unruptured saccular ica (internal carotid artery) sidewall aneurysm measuring 16mm x 5mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2011 and the aneurysm ruptured three days post procedure with a development of a carotid cavernous fistula that required a new endovascular procedure. It was reported that the patient's condition resolved on (B)(6) 2011.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).